Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. It was noted the patient's device was programmed in the triad shock configuration, and technical services (ts) suspects the right atrial (ra) coil may have some calcification on it. Ts recommended increasing the shock impedance alert to 150 ohms or reprogramming to single coil rv coil to can configuration. Defibrillation threshold (dft) testing was also recommended. No adverse patient effects were reported. This lead remains in service.